Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected low battery alarm noted. Pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and bleeding lcd glass.

Event description:
The customer reported via phone call that they experienced low battery alert. The customer's blood glucose value was unknown. The customer stated that the batteries only lasted a few days. The customer did not receive a weak battery alert after inserting current battery. The product was returned for analysis.